Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed a ventricular tachycardia episode that was unsuccessfully treated with antitachycardia pacing which self terminated. The patient was given a change in heart rhythm management medication as treatment. The patient's condition was stable throughout the event.